Event description:
Journal article received: intramedullary infections treated with antibiotic cement rods: preliminary results in nine cases; dror paley and john e. Herzenberg; journal of orthopaedic trauma. 2002 dec; 16 (10):723-729. Nine patients who had intramedullary infections after undergoing intramedullary nailing (im) procedures. This report represents a (B)(6) patient who was diagnosed with (B)(6) status post fixator-assisted im nailing. Subsequently, the im nail and screws were removed and the patient was revised to another rodding. Patient outcome was union and no infection. It was unknown if the screws (quantity unknown) were synthes devices. This report is for two unknown screws. This is 2 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
This device was for treatment not diagnosis. Date of event: (B)(6) 2002. Implant/explant: date unknown. PMA/501k: could not be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.